Manufacturer narrative:
The site declined to provide patient demographic information. Medtronic representative at the site performed on-site system testing and could not duplicate the issue. The site reported they have not experienced the issue again, and have had no further issues.

Event description:
A medtronic representative reported a site stated that, while in an ent procedure, their fusion monitor flashes black, then returned to navigation. The surgeon opted to complete the procedure with the use of the fusion navigation system. There was no impact on patient outcome.